Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: pain: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Rupture: no observed rupture on the device. Inflammation/irritation: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Crease/folding of implant: crease fold observed on the device. Additional observations: deformation device, wear abrasion and brown particles observed on the device. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported right side pain "with silicone-induced inflammatory change" and "concerns that she could be developing bia-alcl". Healthcare professional later reported "possible rupture." Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. F2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side pain "with silicone-induced inflammatory change" and "concerns that she could be developing bia-alcl". Healthcare professional later reported "possible rupture." Device has been explanted and replaced.